Event description:
One endeavor drug eluting stent and one non medtronic stent were implanted during the index procedure in the lad. During a staged procedure, five days later, two endeavor drug eluting stents were implanted in the rca. Approximately 44 months post index procedure, it is reported that the patient suffered a stroke. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
The patient recovered following the previously reported stroke event.